Event description:
This is a report from baxter (B)(4) of an infusor that leaked from the balloon to the container. The infusor was filled with cytostatics (hycamtin). The pharmacist had to prepare and deliver a new infusor. There is no patient involvement, no patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation, therefore, the reported condition cannot be confirmed or duplicated and an assignable cause cannot be determined. Batch review was conducted with no abnormality observed. Should additional information become available, a follow up medwatch will be submitted. (B)(4).